Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: there was immediate oozing of blood like the angio-seal did not deploy at all. They had resistance pulling back however, the device did not tamp down. The procedure performed was a cardiac catheterization. The estimated blood loss was less than 250cc. Manual pressure held. Additional information was received on 18sept2025: the size of the procedure sheath used was a 6fr. A pre-deployment angiogram was performed. The marker was visible during deployment. There was normal force needed for deployment. There was no stenosis, plaque, calcium present around the insertion site. The procedure was successful. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).